Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 15mm x 3.75mm nc quantum apex¿ balloon catheter was advanced for dilation. However, upon the first inflation, the balloon ruptured at 10 atmospheres (atms) after a duration of 10 seconds. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded with blood in the hub, lumen and balloon. Microscopic investigation found a pinhole in the balloon material 6mm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 15mm x 3.75mm nc quantum apex¿ balloon catheter was advanced for dilation. However, upon the first inflation, the balloon ruptured at 10 atmospheres (atms) after a duration of 10 seconds. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was good.